Event description:
Defective screws. The screws need more torque than the system can handle. There is no problem inserting the screw, but when attempting to remove it, the screwdriver or head of the screws strips off causing prolonged procedure and a larger incision. There is no info available on removing these screws. Rptr feels that a warning should be on the product "do not remove" or the product corrected for easier removal. The rptr actually had a screw more than halfway out before it broke causing extra work and extended procedure time.